Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, device was not detected on the bus and attempts to recover the drawer continued to show a required maintenance error. The customer rebooted and power cycled the station, but the issue persisted and recovery attempts failed. The customer stated that the malfunction occurred when a user tried to issue medication to the patient and caused a delay to patient care. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident. It was determined that the half height drawer 5.1 and full height drawer 6 with rows b & c all pockets failed to be detected by bus. A field service engineer (fse) replaced the controller board, after which all pockets disappeared during testing. The fse then replaced the retractor band, resolving the issue, and proceeded to inspect slide bumpers and clean the edrawer. Following a station reboot after fixing drawer 5.1, pockets in main enhanced full-height drawer 6 rows b and c were not detected on the bus. Then fse reseated all cables, and functionality was restored. The system functioned as intended after field service engineer repaired the device.